Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 with right hear failure, increased low flow alarms, jugular vein distention, an enlarged liver, and edema. The patient was started on milrinone and lasix (furosemide) drip with a robust response. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the low flow events could not be determined though this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the patient had right heart failure prior to implant and was declining on dual inotropes which required a right ventricular assist device (rvad) to be utilized during implant. The patient's right ventricular function further decreased with suction events from the left ventricular assist device (lvad) post implant.